Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found fault number 61 in the logs, and electrical code 52. From troubleshooting, the fse narrowed the issue down to either the drive or shuttle transducer being faulty. The fse could not duplicate any issues while onsite, so he put a test balloon on the iabp and ran it overnight. After 4 hours, the iabp shut down with the same errors. The fse decided to replace both the drive and shuttle transducers and then calibrated the iabp, and performed functional and safety tests. The fse then put a test balloon on the iabp, and it pumped from 3pm and was still pumping when the biomed came in for work the following morning. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm and then shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, h2, h10. Medwatch report number mw5086576 indicated event report type: serious injury and event outcome: required intervention. However, the event description did not provide any information indicating that an adverse event had occurred. Several attempts have been made to obtain clarification from the initial reporter of the medwatch, in efforts to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm and then shutdown. No patient harm, serious injury or adverse event was reported. The following information was reported via medwatch report number mw5086576: "balloon pump began alarming low vacuum then suddenly changed to system failure and shutdown. Machine unable to be restarted. Treatment had to be terminated as unable to correct machine issue."